Event description:
We received a report from a surgery center that an intraocular lens (iol) was mis-loaded due to a handling/user error but the lens was implanted anyway. Evidentally something was not right and the lens was explanted. The incision had to be enlarged, another lens was implanted during the same procedure; sutures were used to close the incision. The report states that the lens itself was either destroyed/discarded or lost. No patient injury was reported.

Manufacturer narrative:
(B)(4) - explant of intraocular lens; 3191 used for incision enlarged; sutures required. All pertinent information available to amo has been submitted. Placeholder.